Manufacturer narrative:
(B)(6) (B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date patient was implanted with rhbmp-2/acs. Type of complication/adverse event: surgical site / orthopaedic (culture positive from site that was grafted) severity of the event - grade 3: severe and undesirable